Manufacturer narrative:
Continuation of d10: product ID: 978b133, lot#: (B)(6) serial#, implanted: on (B)(6) 2022, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the device replacement had been planned for on (B)(6) 2026.

Manufacturer narrative:
H3: analysis of the implantable neurostimulator (ins) (s/n: (B)(6)) revealed the device passed functional testing; however foreign material was observed in the implantable neurostimulator (ins) connector port. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urinary urge incontinence. It was reported that they were experiencing high impedances >4000ohms. No troubleshooting was performed and the caused was unknown. The patient was also experiencing a return of baseline symptoms of urinary incontinence, frequency, and urgency. They added that there were no falls or surgeries of any kind. Their symptoms came back and an impedance check was done. They patient was to be scheduled for a replacement, but no date set yet.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that when the physician opened the generator pocket and pulled the generator to extend the lead out of the pocket, the generator slipped right off the lead without the doctor unscrewing it. They took an x-ray of the implanted lead and the placement looked great. They then tested and got excellent responses on all four electrodes and didn't have any impedance issues so they left it. The event date was unknown as the rep first found out because they covered the procedure to replace it. They provided a description of the event stating that symptom relief declined and they had all bad impedances when they checked right before the procedure on (B)(6) 2026. When the doctor removed the ins from the pocket they gave the ins a tug and it slipped right off the lead without loosening the set screw on the ins. They checked to see if the screw had been tightened and the doctor said they did feel it release so it appeared that it had been tightened. They then turned to see if it would click with tightening and it did. It was unknown why it was loose, the lead slipped right out of the ins. They noted that the initial setting was on program 3 at 1.4 amps. The pulse width and rate were at default and continuous.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Continuation of d10: product ID: 978b133, lot# va2nrne, implanted: (B)(6) 2022, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.